Event description:
It was reported that this implantable device was not found upon interrogation. The patient was referred to the hospital to check the device and the configuration. The device remains in service. No adverse patient effects were reported.